Event description:
It was reported that low current of injury was observed on the right atrial (ra) lead during the implant procedure. During repositioning, the helix of the ra lead was unable to be extended. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.